Manufacturer narrative:
Section b1, b2 & b5: corrected information, manufactures investigation conclusion: analysis of the submitted log files confirmed low flow events that resulted in one audible low flow alarm. According to the center, the low flows were caused by pump thrombus. A direct correlation between heartmate 3 left ventricular assist system (hm3 lvas), and the reported events (suspected thrombus and altered mental status) could not be conclusively determined through this evaluation. The system controller event log file contains data from (B)(6) 2020, at 06:56:02 through (B)(6) 2020 at 07:00:57. Brief low flow events were captured between 14:38:25 and 14:46:14 on (B)(6) 2020. Brief low flow events were also captured on (B)(6) 2020, resulting in 1 low flow alarm at 06:38:23. Calculated average flow ranged from 2.3-2.4 lpm for these events. Overall, calculated average flow ranged from 2.3-3.8 lpm. The pump speed did not drop below the low speed limit for the duration of the file. The lvad log files were unremarkable and appeared to capture the pump operating as intended. It was later reported that the low flow alarms were due to pump thrombus. The patient experienced dizziness and a continuous low flow alarm. There is no product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists neurologic dysfunction and peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient expiring was incorrect, the patient is still alive. Patient continues to have low flow alarms despite a controller exchange and installation of low flow software. Patient also underwent medication changes. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 after waking from sleep around 0550 with alarms, however the patient is unable to give lvad coordinator specifics and stated something about power. Upon admission, the patient demonstrated atypical measles syndrome (ams), inability to speak coherently, and could not follow directions to connect to batteries. Emergency services found the patient not connected to any power source and reconnected to mobile power unit (mpu). Log file submitted captured low power hazard and power cable disconnect alarm on (B)(6) 2020 during power change in which the event resolved quickly following the reconnection power to a viable power source. Log file also captured low flows and high pulsitile index (pi) events. The estimated flow appears to be fluctuating below the alarm threshold of the 2.5 lpm throughout the log file. Additional information reported that the cause of the low flow alarms and low power advisories were identified as pump thrombus. The patient continued to have low flow alarms and dizziness. A pump exchange was offered to the patient as treatment, however the patient declined. The patient was a do-not-resuscitate order (dnr) and the patient was discharged home and subsequently expired at an unknown date. No equipment will be returned. No additional information provided.